Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00042 was sent in error. The leakage was contained within instrument and it therefore,not considered to be a reportable malfunction.

Event description:
It was reported that leakage of ethanol that was under pressure occurred with a bd aria¿ iii acdu. The following information was provided by the initial reporter: ethanol was pushed into the air line during fluidics shutdown, most likely due to the connection of the sheath tank fluidics line directly to the ethanol tank. Ethanol was found leaking out of the sheath pressure regulator. Additionally, on 2020-07-06 the fse provided the following additional information: ethanol leakage was under pressure, it was a normal shutdown procedure.

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2020-3-12, however, information obtained from customer making complaint reportable was received 2020-07-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage of ethanol that was under pressure occurred with a bd aria¿ iii acdu. The following information was provided by the initial reporter: ethanol was pushed into the air line during fluidics shutdown, most likely due to the connection of the sheath tank fluidics line directly to the ethanol tank. Ethanol was found leaking out of the sheath pressure regulator. Additionally, on 2020-07-06 the fse provided the following additional information: ethanol leakage was under pressure, it was a normal shutdown procedure.